Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per ms&s, sales rep states he has a customer who is unable to flush or get a blood return from a powerflow catheter. Additional information received from sales rep: "one of the two ports would not aspirate or flush properly. Port has been accessed on a monthly basis and flushed properly per IFU."